Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing/shortness of breath while using the device. Patient also alleged the device will not turn on or function. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/shortness of breath while using the device. Patient also alleged the device will not turn on or function an issue related to a CPAP device's. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown dark contaminant on the top enclosure, bottom enclosure, and rear panel. Manufacturer observed corrosion and liquid ingress on the dc p4 power cord, addresses the issue of liquid ingress to the p4. Liquid ingress observed on the blower and blower box. A keratin-like substance was observed on the blower box and addresses the issue of keratin. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed and observed dust like contamination in the base unit and was not able to confirm the complaint or address the symptoms specified.